Event description:
The facility reports the caregiver was taking the resident out of the tub and was rolling him away from the tub with the chair at the highest elevation. When the caregiver reached for the towels, the wheel broke away from the lift. The resident grabbed onto the caregiver. The caregiver tried to prevent injury to the resident by grabbing the chair's arm and red handle while holding the resident with his left arm. The resident grabbed onto the caregiver's left upper arm and around his neck when the chair started to tip. The safety/positioning belt was not used on the resident at the time. At the time of the event, the caregiver sustained neck and back injury with intermittent pain, swelling, and irritation. The caregiver has undergone physiotherapy. The resident sustained a bruise to his right elbow.